Event description:
Reportable based on returned device analysis completed on (B)(4) 2014. It was reported that the audible tone and visual alarm remained on. A truepath¿ cto device was being used for a left superficial femoral artery (sfa) occlusion procedure. The device was initially working properly; however, during use the audible tone and visual alarms indicating resistance remained on. The device was removed and the procedure was abandoned. There were no patient complications and the patient's condition was listed as stable. However, returned device analysis revealed a biological foreign material wrapped around the tip of the device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The tip of the device was examined and it could be seen that there was foreign matter (fm) wrapped around the tip of the device. This fm was as a result of the procedure and could possibly have been blood and/or calcification. The device was powered up and when the device was turned on the tip rotation was being affected by the fm as it was preventing the tip from rotating easily thereby creating a resistance. This resistance resulted in the audio and visual alarm being activated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).